Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual inspection and functional testing. As a result, the reported event could not be confirmed during bench testing. A review of the battery's internal log revealed that a cell pair, at one point in time, passed the voltage threshold. When an over-voltage fault occurs, the battery is unable to charge but can still provide power. The most likely root cause of the reported event can be attributed to an overvoltage fault by the analog front end (afe) integrated circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery does not interface with the battery charger. The indicator light on the charger remains orange even when the battery is fully charged. The charger port was tested with another battery and acted appropriately. The battery was replaced. The battery subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.